Event description:
It was reported that the guide wire was being used in the pt, when the distal portion separated. The guide wire was gently pulled into the guiding catheter and the devices were removed together. The entire guide wire was removed with the guiding catheter as single unit. Reportedly, there was no pt injury.